Event description:
During the attempted deployment of the top cap, to release the suprarenal stent, resistance was met, inhibiting advancement of the top cap. After an attempt to advance the top cap, the physician waited a period of time before again applying force on the inner cannula. Several progressive attempts were made, noting a slight buckling of the delivering system. Eventually the top cap was advanced off the suprarenal stent in a smooth transition. No injury to the pt was incurred.